Manufacturer narrative:
(B)(6). Patient sex - female. Correction: (from 20 watt lumenis laser to holmium laser).

Event description:
It was reported to boston scientific corporation that during preparation of a ureteroscopy procedure using a flexiva 200 laser fiber, the fiber broke and sparked when tested outside of the patient. The customer described the location of the break as towards the tip of the fiber, about three-quarters down from the connector. The patient and the physician were not injured when the fiber broke. Laser energy from a 20 watt lumenis laser was being emitted. The laser settings were unknown. The physician completed the procedure with another of the same device with no patient complications and the patient is fine. Additional information was provided through a user facility medwatch, report # (B)(4) received by boston scientific corporation on (B)(4) 2011 stating the following information, "the patient was in the operating room for laser lithotripsy for a kidney stone and the holmium laser was used. The laser fiber was handed off to the field and no apparent damage was noted. The laser fiber was connected into the holmium laser machine and the surgeon began using the fiber. It was noticed that there was a part of the laser fiber outside the patient that was damaged with light shining through and sparks were noted. The laser was immediately turned off and disconnected. There was no harm done to the patient. A new laser fiber was opened and the surgery was completed without further incident".

Event description:
It was reported to boston scientific corporation that during preparation of a ureteroscopy procedure using flexiva 200 laser fiber, the fiber broke and sparked when tested outside of the patient. The customer described the location of the break as towards the tip of the fiber, about three-quarters down from the connector. The patient and the physician were not injured when the fiber broke. Laser energy from a 20 watt lumenis laser was being emitted. The laser settings were unknown. The physician completed the procedure with another of the same device with no patient complications and the patient is fine.